Manufacturer narrative:
The patient received a large 5mm pdc implant on (B)(6) 2020. The patient was complaining of c6 root pain at the time of implantation. At 6 week follow up the patient was still complaining of c6 root pain. Imaging indicated the implant was in good position based on the revising surgeon's opinion. For unknown reasons other than persistent pain, the surgeon was asked to remove the pdc device and replace it with a fusion using an unknown fusion device. There were no known patient comorbidities or clear reason for removal in the opinion of the revising surgeon. Surgical intervention was completed on (B)(6) 2021 to remove the pdc implant and replace it with a fusion. The patient was discharged with less pain after surgery. Additional follow up status is unknown. DHR review did not find any issues in manufacturing which may have caused or contributed to the complaint. The design fmea for this device was reviewed and concluded the associated risks are identified, mitigated, and acceptable. The device was kept by the patient at their request and not available for testing. The investigation could not determine a cause for this adverse event.

Event description:
A patient underwent a revision surgery to remove a prodisc c us implant large 5mm. The patient was initially implanted with the device on (B)(6) 2020 to address c6 root pain. The pain did not subside up to 6 week follow up when the decision to revise the patient to a fusion was made. The patient was revised on (B)(6) 2021. No complications were indicated from the revision procedure.